Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigators were unable to fully investigate, as the pump would not power on. A leak test was performed, and a keypad leak was observed. There was evidence of corrosion found on the printed circuit board. A review of the device history record indicated that the pump was operating within required specifications at the time of release.

Event description:
The patient contacted animas alleging the pump had no power. The patient reported that on (B)(6) 2011 she wore pump into a swimming pool. While driving home, she heard the pump beeping; however, the screen was blank. At a later time that day, she reported there was no power to pump. There was no mention of symptoms or medical treatment required as a result of the alleged power issue. At the time of troubleshooting, the patient claimed the battery cap is new and the spring, yellow o-ring, threads, and metal tabs are all in place. The patient confirmed there was no moisture in battery compartment or under the screen. The patient replaced the battery; however, the pump did not power on. There was no adverse event associated with this complaint. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.